Event description:
It was reported that this device exhibited out of range shock impedance measurements. There was an increase in the shock values 30% since the implant. There were no specific values available during transmission. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited high out of range shock impedance measurements. There was an increase in the shock values 30% since the implant. There were no specific values available during transmission, although upon device interrogation the values did not appear to be high and out of range. Additional information noted that the shock impedance limits range was reprogrammed from 20 to 125 ohms to 20 to 150 ohms. All other parameters remained stable, and the doctor planned to continue to monitor the shock impedance measurements via remote monitoring. No adverse patient effects were reported. The device remains implanted.